Event description:
A customer contacted baxter's technical service center regarding the patient line having air in it during fill 1. The nurse stopped the homechoice (hc) and needs to end therapy and restart the set up with all new supplies. The technical service representative (tsr) assisted the nurse with ending therapy to restart with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The air in tubing (without alarm) complaint was found to have an undetermined cause. The problem cannot be confirmed. The lot number is unknown; therefore, a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.